Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images found the bit is separated from the shaft of the device. The actuator wire is fractured and there is debris on the device. A visual inspection revealed that the shaft of the device and the deployment wire had fractured. The distal tip and rotating cutter had detached, and had significant deformation. There was debris on the cutter. Per case details, the broken drill piece was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, using the reverse function while drilling, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time

Manufacturer narrative:
B)(4).

Event description:
It was reported that, during a pcl procedure, when the "10.5mm trunav retrograde drill" was drilling the the tibia tunnel towards the joint space, it was noticed that the top portion of the drill broke off. The loose piece was completely removed from the patient with an artery device and no other loose bodies were left behind. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.